Event description:
It was reported to globus that breakage of revere dod screws broke at s1, right and left side. The initial surgery took place on (B)(6) 2009. A revision surgery was necessary to remove the broken screws. The revision surgery took place (B)(6) 2013.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for eval and a review was conducted of all applicable material records, mfg records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, states an operating procedures. The returned parts were eval. No noticeable signs of mfg defects were noticed. All dimensional and material composition were verified to be within specification. Both screws broke four threads below the neck of the screw. The screws may have failed in typical fatigue fashion after fusion had taken place, or may have failed as a result of excessive force or trauma such as a fall, or inappropriate activity. The exact cause of the reported issue cannot be ascertained.